Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the reported event. This event is being filed as an MDR as the patient lost teeth and an align product may have contributed to the event.

Event description:
The patient reported the symptom of loss of permanent teeth #8 and #9 (upper central incisors). The patient did not report requiring any medical intervention due to the reported symptom. The patient did not report taking or being prescribed any medication to alleviate the reported symptom. The treatment was discontinued on (B)(6) 2021, and the patient is currently asymptomatic.